Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Healthcare professional reported, right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, four openings in radius/anterior side assessed, as surgical damage. Additional observations: white particles material in device inner surface. No further actions are required, as the device was implanted.